Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.0mmx12mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 4.0mmx12mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.